Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery due to corroded motor home switch. The insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 164 mg/dl. The wife of the customer reported a motor error alarm from the insulin pump during rewind. Troubleshooting was done. It was reported that the customer was using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.